Event description:
A report was received that the patient got shocked while reprogramming and had no feeling down to the private area. It was also reported that patient was having discomfort, burning sensation, unwanted stimulation and frequent charging. The patient underwent a revision procedure wherein the ipg was replaced and repositioned.

Manufacturer narrative:
Model: sc 1132, sn: (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient got shocked while reprogramming and had no feeling down to the private area. It was also reported that patient was having discomfort, burning sensation, unwanted stimulation and frequent charging. The patient underwent a revision procedure wherein the ipg was replaced and repositioned.